Event description:
Customer reported device = 466 mg/dl. Customer was visiting spouse in the hospital and went into the emergency room (ER). Hospital device = 166 mg/dl. No treatment was received. No controls were used. Strips were stored outside of original vial which is not recommended. A request was made for return product and replacement product was sent.